Event description:
Caller was hospitalized and medical intervention occurred.

Manufacturer narrative:
That pts lab inr = 11.2. Dr. Advised the pt to go to the ER for immediate intervention. This qualifies as an adverse event. Pt was hospitalized and medical intervention occured. Per ts update, per ellen, pt who was sent to the ER was admitted overnight at the hospital and is now stable. Intervention done is unk. A different pt was tested and no error was obtained. Per technical supports update on 7/16/2007, the caller is satisfied with the accuracy of the inratio meter. Product will be tested when returned.